Event description:
During a stenting of the right coronary artery, a cypher select was delivered through a type b de novo lesion, without tortuousity or calcification. However, after inflating the balloon to 6atm pressure, the pressure dramatically dropped. The physician stopped, safely extracted the stent from the guiding catheter to examine the device. A defect was noted in the delivery system. Further investigation revealed that the defect noted on the delivery system was a breakage of the device at the point were the balloon attaches to the body shaft of the delivery system. There was no report of injury to the patient except the procedure was prolonged for forty-five minutes.

Manufacturer narrative:
Please note that this product is not distributed in the us, however, it is similar to a product that is sold in the us. Device is available for evaluation, but has yet to be received. Additional information will be submitted with thirty days upon receipt.